Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00740 for a description of the other event. It was reported to boston scientific corporation that two jagwires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician loaded the jagwire hydrophilic tip into a non bsc clearcut; however, he noticed under endoscopic view that part of the distal tip fell into the patient's papilla. The physician then removed the jagwire and continued the procedure with another jagwire. The physician noted during the procedure that the same issue resurfaced as the previous jagwire. Finally, the physician completed the procedure with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. The facility reported that there was peeling on portions of the hydrophilic tip and it also partially detached from the inner core. The patient is stable post procedure. There was no attempt to remove the detached section of hydrophilic tip.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00740 for a description of the other event. It was reported to boston scientific corporation that two jagwires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician loaded the jagwire hydrophilic tip into a non bsc clearcut; however, he noticed under endoscopic view that part of the distal tip fell into the patient's papilla. The physician then removed the jagwire and continued the procedure with another jagwire. The physician noted during the procedure that the same issue resurfaced as the previous jagwire. Finally, the physician completed the procedure with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) - (un-retrieved device fragment in body). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4). Device not returned.

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00740 for a description of the other event. It was reported to boston scientific corporation that two jagwires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 according to the complainant, the physician loaded the jagwire hydrophilic tip into a non bsc clearcut; however, he noticed under endoscopic view that part of the distal tip fell into the patient's papilla. The physician then removed the jagwire and continued the procedure with another jagwire. The physician noted during the procedure that the same issue resurfaced as the previous jagwire. Finally, the physician completed the procedure with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. The facility reported that there was peeling on portions of the hydrophilic tip and it also partially detached from the inner core. The patient is stable post procedure. There was no attempt to remove the detached section of hydrophilic tip.

Manufacturer narrative:
The visual inspection reveals slicing of the pebax tip and an exposed corewire. The sliced pebax tip begins at approximately 2.3 cm from the distal tip of the guidewire and continues through to 4.1 cm. The remaining 8 mm of the pebax tip is still attached to the flare of the guidewire which also shows damaged pebax. Although the pebax is sliced, the distal tip remains intact and attached to the guidwire. A review of the device history record confirms that the lot met all specifications relevant to the complaint upon lot release. The most probable cause of failure is attributed to "caused by other device" based on the sliced condition of the pebax tip.